Manufacturer narrative:
510(k) number: k160229. The investigation is still ending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During ebus procedure the doctor notice that the needle has been bended/kink. He pull out the needle immediately and saw that it is broken. A section of the device did not remain inside the patient¿s body. Needle tip, suctioned out the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: 1 unit of lot c1776192 of echo-hd-22-ebus-o-c was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. 6 unused units of lot c1776192 of echo-hd-22-ebus-o-c were returned unopened in its original packaging. As per images provided, needle appears to be broken distally. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 12th may 2021. In summary the following results were observed in the lab evaluation: the distal end of the needle was found to be broken. Sheath extender able to advance and retract without issue. Sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Distal end of needle examined and distal needle break observed. Six unopened devices were returned in sealed packaging, therefore devices were not evaluated. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1776192 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1776192. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As there was no additional information shared a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue such as cartilage causing the distal tip of the needle to break. It could also be due tortuous anatomy requiring flexed endoscope position and extreme angulation resulting in the distal part of the needle breaking. It may be noted that several attempts were made to obtain additional information. However, no response has been received to date. If additional information will be received in the future this file will updated accordingly. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. Needle tip , suctioned out. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.